Event description:
It was reported that the patient presented symptomatic via remote monitor. The device exhibited oversensing t-waves. No additional information was available. No intervention had been reported.